Manufacturer narrative:
Device was explanted on (B)(6) 2021. This ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021. The premature battery depletion could be confirmed during analysis.

Event description:
After an implantation period of approx. 47 months, it was reported that the device showed eri via homemonitoring.